Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.

Event description:
Patient reported there was a puncture hole in his tubing and insulin leaked out. Patient stated he discovered the leak because he smelled insulin and felt it leaking out of the tubing and his blood glucose level was elevated; was able to self-treat. Customer no longer has the alleged tubing. No adverse event reported. No product will be returned.